Event description:
User called into emergency support program (esp) line to request support with clotted inner lumen issue, that occurred during intra aortic balloon therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line with request to have a local rep assess and troubleshoot a clotted inner lumen at the facility in person. User stated they experienced arterial waveform quality issues overnight, called the emergency support line, and received troubleshooting support, but the cardiothoracic team requested she reach out to the emergency support line again to request repair of the clotted inner lumen by a local rep in person. The esp personnel explained that we do not have the ability to send a local rep there on demand, but she would email the local rep about the call. The esp personnel also explained that there was no additional troubleshooting for a clotted inner lumen aside from what had previously been done the prior night over the phone. User doesn¿t have any other concerns and disconnected the call. No harm or injury reported.